Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient was recommended for a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient was recommended for a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient was recommended for a revision procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient was recommended for a revision procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure.

Event description:
A report was received that the patient was experiencing pain and burning sensation at the ipg site. The patient was recommended for a revision procedure. No device malfunction was suspected.